Event description:
It has been reported to philips the device charging port is broken and the unit will not charge. No patient involvement.

Event description:
It has been reported to philips the device charging port is broken and the unit will not charge. No patient involvement.